Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. Blood was leaking and air was being pulled into the sheath. After going transseptal with the vizigo sheath, there was continuous blood and air being pulled back into the sheath. No damage to the sheath was found. When the sheath was replaced, the issue resolved. Air flow into the side port is MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 11-mar-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001855 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).